Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that an impedance check showed > 10,000 on 0, 4, and 7. The patient had a return of symptoms. No factors were known to have contributed to the issue. The impedances were programmed around and the issue was resolved. No further complications were reported.